Event description:
It was reported that during an arthroscopy procedure, the tip of the healicoil knotless anchor completely shattered and had to be removed, despite pre-coring (use of setting instrument). All broken parts were removed from the patient with suction. The procedure was successfully completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The distal anchor and distal plug were not returned. Only a couple of threads from the proximal anchor were returned. Bio debris is present. A functional evaluation showed that both deployment knobs deployed forward and backward as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that certificate of analysis (coa) and testing data are required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion. No containment or corrective actions are recommended at this time.